Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
Edwards received notification that a 27mm valve was explanted after an implant duration of one year and two months for unknown reason. As reported, the valve was explanted due to valve displacement causing the valve to tangle with one of the cardiac structures causing dysfunction. A new valve of the same model and size was implanted in replacement. The patient was noted to be fine after the procedure.

Manufacturer narrative:
The device was not returned to edwards for evaluation. The device history record (DHR) was not able to be reviewed as the device serial number is unknown. Based on the information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
Edwards received notification that a 27mm valve was explanted after an implant duration of one year and two months for unknown reason. As reported "the valve had a tangle with the native leaflet", one of the leaflets was crashing with a point of the anatomy. A new valve of the same model and size was implanted in replacement. The patient was noted to be fine after the procedure.